Event description:
This lead was explanted and replaced due to no slack and no capture at high outputs. The physician tried to reposition the lead but it seemed there was tissue in the helix and they were unable to get a good position. Setrox s 45, sn: (B)(4) was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information become available, this file will be updated.